Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. E2, e3- information has been requested but unknown at this time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of b30 error could not be determined at this time as the device has not been returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the error "b30" was generated. The problem, as reported to olympus, occurred before a procedure during connection between the endoscope and the processor. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.